Event description:
The customer reported a falsely positive result alinity m resp-4-plex for one patient. The following was provided: sid: (B)(6) with sars-cov2 target - result cn=37.68. Positive result received was not reported out; all results with cn's higher than 36 are retested on cepheid genexpert in this laboratory. When this sample was retested, the result was negative and this result was reported out. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be conducted. This event was previously reported in 3005248192-2022-00565 under a different catalog number, however additional evaluation on 15 aug 2022 identified that the correct product was alinity m resp-4-plex amp kit (catalog#: 09n79-96, lot number: 523152).

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. The customer data review for rthe reported false positive sample was performed. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 523152 is performing outside of established design performance specifications. Quality data review. Device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 did not identify any issues which could result in the reported complaint. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventive action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 523152. Complaint history review. A lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 was not identified.